Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose readings. Customer was unable to provide blood glucose during time of call. The customer stated that when she had diabetic ketoacidosis, the pump delivered bad insulin. The product was not returned for analysis.